Manufacturer narrative:
The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented to the clinic with discomfort in the pocket area. Upon explanting the implantable cardiac monitor (icm), it was noted that the icm had migrated down from its original position. The patient was stable throughout the procedure.